Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation, provide the date received by manufacturer, update device evaluated by manufacturer, provide the device manufacture date, update the event problem and evaluation codes, and provide the device investigational results. The device referenced in this report was returned for evaluation. Engineering investigated the issue and found that there was a small hole on articulation sleeve area. The engineers could not reproduce the usacquisitionhw_35 error but found image artifacts. The factory leakage test failed over the limit. Thus, the possible root cause of the error was determined to be c-flex articulation sleeve material quality because of particle or foreign substance. It is possible that a pin hole was created when the articulation was bent and liquid could infiltrate into articulation area. Liquid infiltration can cause leakage fail and electrical malfunction which leads to system error or image problem. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the patient was already sedated and undergoing a transesophageal echocardiography (tee) procedure. In the middle of the procedure, the transducer displayed a usacquisitionhw_35 error as soon as it was connected to the ultrasound system. The doctor replaced the transducer and used the same system to continue and complete the tee. There was no loss of data and there was no patient adverse event reported. No additional information was provided.